Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, thirty-two unopened samples that pertain to the product code ep8755h. This product code is double-armed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, a detached needle and one little needle suture piece that pertained to the product code ep8755h. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. In addition, the needle suture was examined, the swage and attachment area were noted to be as expected. However, the end of the suture was noted curly and the insertion mark could not be confirmed. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - what measures were taken to retrieve the needle? - was there any additional tissue damage as a result of searching for the needle? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via: 2210968-2024-00138

Event description:
It was reported that a patient underwent bypass surgery in (B)(6) 2023 and suture was used. The problem of pulling off suture needle happened and the needle did not fall into the patient. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.